Event description:
During an initial implant procedure, the guidewire and stylet failed to withdraw from the ventricular lead. The lead was explanted and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet found lodged inside the lead. The ptfe coating of the stylet was found stripped and bunched up inner coil was found at the connector region. The cause of the reported event was isolated to the bunching of the inner coil and stripping of the ptfe coating of the stylet. The reported event of the stylet failure to withdraw was confirmed.